Manufacturer narrative:
The initial MDR was submitted with an incorrect date of event. The correct date of event is (B)(6) 2016.

Manufacturer narrative:
(B)(6). Results: bd received 6 samples were returned, and each was used to draw 5 vacutainer tubes with horse blood from an elevated reservoir to simulate venous pressure. All 30 tubes drew satisfactorily, with the np sleeves recovering their needles between tubes, and no blood leakage into the holders. The samples were evaluated and the customer's indicated failure mode for sleeve leakage with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was not able to duplicate or confirm the customer's indicated failure mode.

Event description:
It was reported that after 2-3 tubes drew a blood collection, blood began to leak from the back end of the bd vacutainer® eclipse¿ signal¿ blood collection needle. This happened at least 5 times with different users. No serious injury or medical intervention.